Event description:
It was reported that upon interrogation of the device, noise was observed on the right atrial lead. Auto mode switch episodes were caused due to the noise. The noise was reproduced by isometrics. The patient was asymptomatic to the auto mode switch episodes. The physician did not wish to operate on the patient as it was a geriatric asymptomatic patient. The patient would continue to be monitored.